Event description:
The patient contacted animas to report that 8 or 9 cartridges all from the same box were leaking at luer lock. The patient reported insulin within cartridge compartment. At the time of troubleshooting, the patient confirmed no visible cracks to the cartridges. The patient confirmed the cartridges were not past their expiration date. The patient was unable to provide cartridge lot # or expiration date as he had taken the cartridges out of the box and did not recall which box the cartridges were from. There was no patient impact associated with this complaint.

Manufacturer narrative:
The product(s) have been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the cartridges returned were found to have expired in july of 2011. The cartridges passed visual inspection. No damage or defects were noted to the luer connection or o-rings. A leak test was performed iwth no failures being ovserved. No leaks were found from the luer connection, o-rings, or anywhere else in the cartridge.